Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis in excellent condition. The event history log was reviewed noting system failure, primary audible alarm, and bonding test. The device was powered up; inability to duplicate fault. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a system failure occurred to a smiths medical medfusion 3500 syringe pump with a primary audible alarm. There was no patient involvement with no reported adverse effects.